Event description:
During a premature ventricular contraction procedure, there was a bend in the catheter resulting in cancellation of the procedure. A retro-aortic approach was selected to reach the left ventricle. During the ascent of the aorta, the catheter had created a loop of the patient, ascending with this "loop". Nearby the aortic valve, it was impossible to straighten the catheter. Once out of the patient, it was observed that the zero position of the catheter was not 0°, but it was slightly bent. The catheter reached the d and f curves with difficulty, and it was impossible to continue the procedure with the catheter. The procedure was aborted due to the lack of premature ventricular contractions after the insertion of the coronary sinus catheter in coronary sinus in addition to concern proceeding after noting the bend in the catheter. The catheter was not replaced, and the procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft was bent proximal to the paddle/shaft transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent shaft remains unknown.